Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the foreign objects found were due to the use of silicone-based products (such as simethicone, defoaming agents and lubricants), which can cause deposits of white foreign material. If the customer used such products, there is a risk that foreign material may remain in the channel, even if reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and are therefore not recommended for use by olympus. However, the root cause of why the foreign objects remained in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile waterway cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, foreign objects were found in the colonovideoscope's air/water cylinder and air/water tube. There was no patient involved.